Event description:
Boston scientific received information that this right ventricular had dislodged and was re implanted the same day. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.